Event description:
The patient received her scs system consisting of an ipg, paddle lead, and lead extension on (B)(6) 2007. It was reported that during a programming session only 6 of the 8 lead contacts were measured with invalid lead impedances. The remaining 2 contacts were programmed but eventually the patient ceased to receive stimulation. The physician explanted and replaced the lead on (B)(6) 2008. The explanted lead was returned to ans for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all instruments are inspected 100% for cartridge reload presence. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.

Event description:
It was reported by the surgery director that during the laparoscopic cholecystectomy, the device was fired for the first time. The device cut but did not staple. A second device was used. The case was converted to open and the patient had increase of blood loss. The patient will be transferred to the intensive care unit. Spoke with or contact, she indicated that the device was opened and fired without a cartridge. The device should have had a white reload in it; she has the packaging and the device for return. The device was fired and bleeding occurred immediately. The patient was then opened and the procedure was completed. The patient is currently doing fine.